Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer's blood glucose value was 15 mmol/l and his current blood glucose level was 14 mmol/l. Customer was used insulin pump system within 48 hours of reporting high blood glucose level event. The insulin pump will be returned for analysis.